Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no image on the flexvision monitor. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the azurion system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and the system was returned to use in good working order. The codes are updated based on the investigation outcomes. The device problem code/health impact code were corrected.

Event description:
It has been reported to philips that there was no image on the flexvision monitor. No harm has been reported to philips. Philips has started an investigation of this complaint.